Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition with scratched screen. Event log review was performed and found no evidence of reported problem. Testing was performed, and the customer's reported problem was verified. Investigation found service due displayed upon power up of the pump. The clock battery also needed to be replaced. Service replaced the clock battery and cleared the error code 1310 to correct the reported problem. The root cause of the reported problem was the faulty clock battery.

Event description:
Information was received that this smiths medical cadd legacy pump displayed service due error code 1310. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.